Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. No issues were observed with the returned adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the adc freestyle libre 2 sensor detached from the adhesive after 10 days of wear. Customer experienced symptoms described as headache, vomiting, could not stand, and seizure and was re-sugared by his spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the adc freestyle libre 2 sensor detached from the adhesive after 10 days of wear. Customer experienced symptoms described as headache, vomiting, could not stand, and seizure and was re-sugared by his spouse. There was no report of death or permanent injury associated with this event.